Event description:
Boston scientific was notifed that the microcatheter broke at the tip. The attending physician was able to snare the tip from the pt. The procedure was not completed. The pt's post-operative condition was described as being good.